Event description:
A malfunction on the pump was reported by the caller, which occurred after a CT scan was completed while wearing the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted in resetting the device successfully, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction code recurred and acknowledged the instructions.